Manufacturer narrative:
Device is a combination product. Promus premier ous mr 38 x 4.00 stent delivery system (sds) was returned for analysis. The stent was not returned. The balloon was full of a hard clear substance. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified solution before functional testing could be performed. The device was removed from the bath and the balloon was attached to an inflation device. The device inflated with no issues to rated burst pressure and deflated within 13 seconds and within specification. The inflation device was verified before and after testing using pressure gauge. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that slow deflation, chest pain, and electrocardiogram changes occurred. The chronic totally occluded target lesion was located in the right coronary artery (rca). A 38 x 4.00 promus premier drug-eluting stent was deployed in the left main artery. The patient heart rate and electrocardiogram kept dropping when the balloon was remained inflated as there was no blood supply in the heart. The physician planned to puncture the inflated balloon by sharp tip wire but the balloon slowly deflated after 40 seconds. The deflated device was completely removed from the patient after 40-50 seconds. The procedure was completed with this device. No patient serious injury nor complications were reported and the patient status was stable. It was further reported that the heart rate remained stable when the incident happened, but the patient felt chest pain and myocardial infarction symptoms were shown on the electrocardiogram. Only the blood flow to the left anterior descending arty was decreased during the incident. The physician was unable to find a suitable tool to puncture the balloon so the balloon was slowly deflated instead.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that slow deflation, bradycardia, and electrocardiogram changes occurred. The chronic totally occluded target lesion was located in the right coronary artery (rca). A 38 x 4.00 promus premier drug-eluting stent was deployed in the left main aftery. The patient heart rate and electrocardiogram kept dropping when the balloon was remained inflated as there was no blood supply in the heart. The physician planned to puncture the inflated balloon by sharp tip wire but the balloon slowly deflated after 40 seconds. The deflated device was completely removed from the patient after 40-50 seconds. The procedure was completed with this device. No patient serious injury nor complications were reported and the patient status was stable.